Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not hold charge. Reportedly, the customer would charge the pump for 1.5 hours and the pump turned off when disconnected from the power source. Also, the battery was noted to be depleting quickly, dropping from 100% battery life to 20%, within one day. The customer's blood glucose level was 318 mg/dl and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.